Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported "system error 105" at power up and was caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming "system error 105" in the medical surgical care area. It was also reported that there was no pt injury.